Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly, the vials in the kit would not open. The lids were on extremely tight. The surgery time was extended more than 30 minutes.